Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was new to the pump and contacted tandem techical services for guidance during the load process. The contact and customer reported observing small sized bubbles in the infusion set tubing. The customer changed out the infusion set. The contact declined further troubleshooting. The contact reported the customer would revert back to manual therapy until able to install supplies. There was no impact to the customer's blood glucose level.